Manufacturer narrative:
Customer reported the pump had alarmed high pressure. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.

Event description:
It was reported that the pump had alarmed high pressure, and the battery had been removed and reinserted by the patient before calling. The display had read "stopped." Troubleshooting was performed but the alarm persisted. The settings had been reviewed, and the reservoir volume was 114.3 ml, dose volume 57.5 ml, dose duration 1 hr, dose cycle 12 hrs, kvo rate 0.2 ml/hr, dose remaining 51 min, and given 10.75 ml. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.